Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00118638. After a thorough investigation the software support team confirmed through database application logs that patient is having driver issues when trying to upload. This is most likely due to unsupported windows version or an anti-virus software is preventing the upload. The most likely root cause is due to driver mismatch. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please have the patient do the following recommendation steps: run one of these exes as admin (if one does not work try the other, ftdi is more common) c:\program files\medtronic\carelink\uploader\dss\drivers\usb\ftdi-driver\dp-chooser.exe or c:\program files\medtronic\carelink\uploader\dss\drivers\usb\cp210xvcp\cp210xvcpinstaller_x64.exe this will reinstall the blue adapter's driver. Once it's reinstalled, check device manager for ports > usb serial port. If it's there then you should be able to upload now. If this does not work follow the steps below: request the user to connect the link device/blue adapter to a different usb port and wait 30 seconds for link device/blue adapter to be recognized. Advise the customer to select try again after connecting to each available usb port on computer to determine if the link device is found. Use device manager to determine if the computer is detecting the usb link device/blue adapter. For blue adapter: if blue adapter is incorrectly being detected under other devices as cs3910 right-click cs3910a and select uninstall device uninstall device dialog box will display check the delete the driver software for this device option and click uninstall button go to settings app > devices under other devices section, look for cs3910 remove cs391 if listed unplug blue adapter, restart computer after the restart, reinstall carelink uploader. If it is still undetected, if possible, try this on another computer and see if the same thing happens. If the problem follows the adapter, adapter should be replaced. 2) can you please confirm with patient if they have reliable internet connection. 3) please confirm if the patient is using any security software, patient should ensure uploader has enough exceptions if they are using any anti virus. 4) if the patient is using blue adapter, the patient should select the blue adapter in the uploader application and not the meter option. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication (unresolved). The customer reported no adverse event. The event involved product(s) mmt-7333. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.